Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02582. It was reported, the pt has felt heating at her ipg site during charging since (B)(6). She stated she charges her ipg every other day for about 3 hrs due to her high program settings. She stated the warming sensation is not painful and improves if she charges more frequently. The sjm rep advised the pt of charging precautions and reprogrammed the pt to see if the issue improved. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.